Event description:
Patient contacted dexcom technical support on (B)(6)2014 to report a detached sensor wire on (B)(6)2014. Patient stated that upon removal of the sensor pod, the sensor wire remained inserted in the patient's skin. Patient stated that they removed the sensor wire. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).